Event description:
It was reported that a fracture had been observed on the right ventricular lead. Low impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis of the partially returned lead found insulation damage at 31.3 to 32.2cm from the distal tip consistent with clavicular crush damage. A fracture and open circuit was observed at this point. Insulation abrasion was observed at 32.4-34.5cm from the distal tip. The abrasion was consistent with friction against another device or heart feature.